Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to dislocation. Rep is not aware of which device(s) may have dislocated or dissociated. A tritanium shell, three screws, mdm metal liner, mdm/ adm poly liner and 28 +10 c-taper metal head were all revised. Reason for shell revision was not reported to the rep, who confirmed that no further information will be released by the hospital or surgeon.